Event description:
During baxter's evaluation of a spectrum pump, it displayed the downstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false downstream occlusion messages. Evaluation confirmed the downstream occlusion alarm but did not reproduce the alarm further or identify causality. The pump was monitored through repair process and tested before being released back to the customer to ensure it is within specification.